Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown and that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg by pump reset and correction bolus. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.